Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch with suspect device in coaguchek system 1.

Event description:
Caller states the pt tested 1.9 inr on coaguchek system 1 and 2.4 inr on coaguchek system 2 during duplicate testing. No action was taken based on device results. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect system and replacement was sent.